Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that they needed a mains voltage circuit card, and they would like to send the arctic sun device in for repair and get a loaner. The device previously was failing calibration for an error 91 (heater test - element 1 failure), this implies a heater or mains voltage circuit card failure. Per biomed and ess communication on 29dec2022, no patient involvement.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. It was unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction- d, g, h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they needed a mains voltage circuit card, and they would like to send the arctic sun device in for repair and get a loaner. The device previously was failing calibration for an error 91 (heater test - element 1 failure), this implies a heater or mains voltage circuit card failure. As per biomed and ess communication on 29dec2022, no patient involvement. As per sample evaluation results received on 27feb2023, it was reported that the 24-volt power supply unplugged from ac main voltage circuit card. It was stated that the preventatively replaced the ac main voltage circuit card. It was noted that the power supply was plugged back in during decontamination.